Event description:
Customer stated bearing is allegedly coming out of the right side now vs last time was the left side. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model prox45, serial number/date code (B)(4) is approximately 6 months old. The owner's manual part number 1125104 rev e ((B)(4)) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The product is to be returned for an inspection and evaluation.